Event description:
A report was received that the patient was unable to charge the ipg. X-ray confirmed that the ipg had flipped. The patient underwent a revision wherein the ipg was relocated. The patient was reportedly doing well post operatively.

Manufacturer narrative:
(B)(4).